Manufacturer narrative:
(B)(4). The lot was manufactured between may 9, 2014 and may 13, 2014. Evaluation summary: the device was returned for evaluation. Visual inspection noted a solid, white particle, approximately 0.45 mm in size, floating in the fluid of the bladder. Fourier transform infrared (ft-ir) spectroscopy scanning identified the particle to be of polyester material. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The cause or origin of the particle was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A CAPA has been initiated to investigate the issue of particulate matter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor was observed with particulate matter inside of its reservoir. This observation was made after the device was filled with desferrioxamine and prior to patient use. There was no patient involvement. No additional information is available. This is report 2 of 2.